Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results on direct tested nasopharyngeal swabs (eiken chemical's y collect swab rii) with the ID now covid-19 assay performed on various dates (B)(6) 2021. "For the same patient". All false positives were received using the same lot number. Repeat testing was performed (B)(6) 2021 ( negative), (B)(6) 2021 ( positive ), (B)(6) 2021 ( negative) and (B)(6) 2021 ( positive ) . Pcr confirmation testing was performed on (B)(6) 2021( saliva) , (B)(6) 2021( saliva) and (B)(6) 2021 ( nasopharynx) and generated negative results (CT values: 38.4) the customer stated the patient was asymptomatic, patient has been vaccinated twice with the pfizer vaccine . The customer confirmed there was no patient harm due to the test results. When asked if there was a delay or impact in the patient's treatment, the customer responded "on-site turmoil". Additional information was unavailable.

Manufacturer narrative:
Additional information: after further review of the record, it was identified this MFR. Report is a duplicate to MFR. Report: 1221359-2021-01508 and will be followed under that MFR. Report. This MFR. Report (1221359-2021-01521) is no longer reportable. All information from this MFR. Report will be added to MFR. Report: 1221359-2021-01508 via a follow-up MDR